Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had been "in poor health for the last two years". The pump was "turned off" (turned to minimum rate) in (B)(6) 2011 because it was thought to be affecting the patient's breathing. The patient had been intubated twice in the last two years due to respiratory distress. It was noted that the patient had two types of cancer (39 different diagnoses codes), kidney issues, and respiratory issues. The patient was to undergo dialysis due to failing kidneys and the reporter did not think she would "make it".

Manufacturer narrative:
(B)(4).

Event description:
It had also been noted the patient had seizures. No further information regarding the seizures was reported. Additional information received reported the respiratory distress was not related to the pump according to the health care provider (hcp). The patient¿s outcome was listed as ¿no injury¿ and ¿non-serious injury/illness.¿

Event description:
It was reported that the pt had an overdose. The pt was somnolent and had a very low respiratory rate. The pt was last filled in (B)(6) 2011 and then had an adjustment made in (B)(6) 2011. The pt was admitted to the ICU and the physician ordered that the pump be stopped. The drug used in the pump at the time of the event was hydromorphone. Additional info has been requested; a f/u report will be submitted if additional info becomes available.